Manufacturer narrative:
(B)(4)

Event description:
Procedure: anterior resection.according to the reporter: the cutting process was done successfully but the stapling failed. A colostomy was applied to the patient and the procedure was completed. Blood lost was more than 250 cc but not over 500cc. Procedure time was extended by more than 30 minutes. There was no reinforcement material used. There was no unanticipated tissue loss. There was no unanticipated tissue damage.